Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with tachy device developed pneumothorax which was noted post implant and was confirmed on xray. This device remain in service. No additional adverse patient effects were reported.